Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the care givers were not consistent with personal protective equipment and correct hand washing technique. Peritonitis was manifested by altered mental status. The patient is a resident at a skilled nursing facility. On an unreported date, the patient was hospitalized for the peritonitis event. The treatment and the outcome for the peritonitis event were not reported. Action taken with dianeal therapy was not reported. It was reported that the caregivers were retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.